Event description:
It was reported that the patient fell asleep with a heating pad on the ipg incision site shortly after being implanted. As a result, the patient developed irritation and erythema at the incision site. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the incision site was revised. The issue has since been reportedly resolved.